Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there are no other similar complaints in this lot. It is possible that during unpackaging/removal from the tray inadvertent mishandling resulted in causing the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the xact self expanding stent system (sess) was opened, the stent head was noted to be exposed and not flowering/opening. There was no patient involvement. Another same size xact sess was used to complete the procedure. No additional information was provided.